Event description:
It was reported that during a routine follow up, this cardiac resynchronization therapy defibrillator (crt-d) was found to have received alerts that indicated high out of range shock impedance measurements on the right ventricular (rv) lead were detected and left ventricular auto threshold (lvat) detected to be greater than programmed amplitude or suspended. The health care professional (hcp) called technical services (ts) and requested further review of the device settings. Ts reviewed the device data and settings and noted that the crt-d system was recently implanted in (B)(6) 2025. On a follow up visit on (B)(6) 2025 device programming was unknowingly reset to factory nominal settings which are not optimized for patient therapy. Ts determined that the device was functioning as programmed with the recent programming changes; however, these changes led to a loss of therapy programming, changes in shock vectors and subsequently high out of range shock impedance and lvat in suspension alerts were observed. Ts discussed programming optimization options with the hcp. At this time, the crt-d remains in service. No adverse patient effects were reported.